Manufacturer narrative:
Patient ID: (B)(6). Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Device code (B)(4): off-label use (under 21yrs of age at date of implant and acd < 3.0mm). Work order search: no similar complaints were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.0/2.5/86 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was removed and replaced vertically with a same length lens within the same surgery, problem resolved. Cause of event was unknown.

Manufacturer narrative:
H3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn and broken. Dimensional inspection could not be performed due to significant lens damage. Claim# (B)(4).